Event description:
It was reported that the patient's rhythm was occasionally in atrial fibrillation. It was also reported that three days post implant, the right ventricular lead triggered a lead integrity alert for oversensing and undersensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.